Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify pump error 63 and failed battery test due to a constant blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm successfully and also were able to rewind the insulin pump. Customer stated that the during the self test the error occurred. Customer reported that the insulin pump had failed battery alarm also. The insulin pump will be returned for analysis.